Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported a replace transmitter message displayed on the smart device. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log confirmed the reported event of an unknown error by the findings of a signal loss. A root cause could not be determined.

Manufacturer narrative:
(B)(4) correction - remove: " data was provided for evaluation. A review of the data log confirmed the reported event of an unknown error by the findings of a signal loss. A root cause could not be determined."

Event description:
Data was provided for evaluation. A notification to "replace tx" was reported to have occurred. A data investigation could not confirm the "replace tx" notification but did confirm a connection loss over 3 hours on (B)(4)2017. The root cause for the data investigation could not be determined post investigation. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and passed. Share data was provided for evaluation. The customer reported a notification to "replace tx" message displayed was not confirmed. A root cause could not be determined.